Event description:
It was reported that the device was used during a cholecystectomy. It was reported that the device did not fire completely surrounding the vessel. Electrocautery was used to complete the case. There was no consequence to the patient.